Event description:
A celt 5f device was used to attempt to close a 5f arterial puncture. During the deployment of the proximal wing it was noted that after several turns the proximal wing did not appear to open. The physician then attempted to advance to last step of ejecting the implant. He was unable to eject the implant, so he elected to instead abort by pulling out the entire delivery system (including the implant still attached) and used manual compression to achieve hemostasis. The patient was discharged the same day with no complications.